Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received a replace battery alert without a low battery alert. The customer¿s blood glucose level was unknown. The customer stated the type of battery in use was lithium. The customer stated that the battery was not previously used. Customer stated the battery cap was not loose, cracked or damaged. The customer stated that this was the second occurrence of replace battery alert without a low battery warning. The customer also reported repeated failed battery alerts. The insulin pump will be returned for analysis.